Manufacturer narrative:
Added d section, concomitant medical products.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the device had was cracked and could not be operated as it was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the xenon lamp had an e102 error when the device was activated. It was noted that a popping sound occurred and the emergency light turned on. The procedure was an otolaryngology endoscopy and was completed using the emergency lights. The lamp was replaced this year. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by abnormalities such as fracture of the ceramic part, discoloration, and shrinkage in the interior of the xenon lamp. Regarding the error e102, the following description was confirmed from the instruction manual of otv-s190: "code:e102 a84: error message: please check clv lamp turning off and illumination lamp cause: the light source device is faulty." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.